Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator. It was reported that a power on reset (por) message appeared on the recharger during a recharging session. The patient was to contact the hospital for interrogation of the neurostimulator with a physician programmer. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed, and no actions/interventions were taken to resolve the issue. The issue was not resolved as of (B)(6) 2019. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information received reported that the manufacture representative synchronized the ins with the date. It was noted that the por message code was not available. No further complications were reported or anticipated.